Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Based on the lot number provided by the patient, the device manufacture date is not known. Reference the following medwatch with patient identifier for the following system: (B)(6) - compact plus system.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 307 mg/dl (compact plus 1) and 146 mg/dl (compact plus 2). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.